Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found insulation abrasions breaching the ring electrode cable lumen at 69.0 cm - 69.7 cm, 70.2 cm 70.6 cm and 71.2 cm - 71.7 cm from the connector pin. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.